Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue due to which he experienced diabetic ketoacidosis and high blood glucose level. The patient tried to change supplies and delivered correction bolus. The patient went to the emergency room and upon arrival, blood glucose level was reported to be between 650 mg/dl and 670 mg/dl. He received three bags of intravenous fluids within 30 minutes and received an insulin drip. The patient stayed there for 12 hours but since he still did not feel well, he was subsequently admitted to the hospital. He received insulin shots and insulin via intravenous route, which resolved the issue. There was no permanent damage to the patient. The infusion set had been in use for approximately two days and the patient stayed in the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.